Event description:
It has been reported that the system was down, emergency stop was active and could not move the machine. The issue was not resolved even after rebooting the system. The system was in clinical use at the time of event. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system locked up on emergency stop. Review of the system log file showed that malfunctioning geo-pc. Upon inspection, fse found estop button had failed. Fse replaced the geo module. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.